Manufacturer narrative:
There are a total of 50 reported devices being defective. Updated findings report: there were 16 cases with a method code of testing of actual/suspected device. There were 33 cases with a method code of device not returned. There were 15 cases with a results code of operational problem identified. There were 32 cases with a results code of no findings available. There was one case with a results code of packaging problem identified. There was one case with a results code of no device problem found. There were five cases with a conclusion code of cause cannot be traced to device. There were 42 cases with a conclusion code of cause not established. There was one case with a conclusion code of failure to follow instructions. There was one case with a conclusion code of manufacturing deficiency. There was one case with a conclusion code of no problem detected. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.2., h.6., and h.10. There was/were 16 cases with a method code of testing of actual/suspected device. There was/were 33 cases with a method code of device not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Four samples were returned. Forty-six samples were not returned. There were nine cases with a result code of operational context and conclusion code of cause not established. There was one case with a result code of no failure detected and conclusion code of no problem detected. There were 37 cases with a result code of no findings available and conclusion code of cause not established. There were two cases with a result code of operational context and conclusion code of cause cannot be traced to device. There was one case with a result code of packaging problem identified and conclusion code of manufacturing deficiency. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes <noe> 50 </noe> malfunction reports of defective intraocular lens (iol). The reported patient ages range from unknown to 81 years. There were three female patients, two male patients, and 45 unknown gender.